Event description:
A physician reported a pt in a double-blinded study in which all pts rec'd both an investigational and commercial product. The pt was treated into the left volar forearm and left nasolabial fold on 28 may 1997. On 28 may 1997, the pt developed mild redness at the left nasolabial fold. The primary cause of the event was the procedure, and the redness resolved on 2 june 1997. No intervention was prescribed. On 29 may 1997, the pt developed beading (one small bump) at the left nasolabial fold. The severity was mild, the primary cause of the event was the material. The physician attempted to extract the bead of collagen without success. The beading resolved on 15 september 1997.